Manufacturer narrative:
The reported field event of setscrew connection anomaly was confirmed. Analysis revealed the rright ventricular (df4) setscrew backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also stripped and contained septum material inside the hex cavity. The backed-out setscrew prevented full insertion of the torque driver and was the cause of the reported event. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during an unrelated procedure, multiple attempts were made to connect the new right ventricular (rv) lead to the old generator using different wrenches but the attempts failed and the wrenches were not able to turn the screw. The physician opted to use a new generator. The new generator was connected to the new rv lead with no problems. The patient was recovering.